Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering and the customer experienced hypoglycemia for three days. The customer¿s blood glucose level was 40 mg/dl and 75 mg/dl. The customer stated that the insulin pump had a hard time accepting batteries and it took three different batteries to stop the failed battery alerts. The customer stated that it mainly happened when delivering a bolus and stated that there have been no changes. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital, nor were emergency medical services dispatched as a result of low blood glucose. The customer was treated with food. The customer alleges that the insulin pump was over delivering as they experienced low blood glucose when programming a bolus. The customer reported that the insulin pump was not worn during a medical procedure or test around a magnetic resonance imaging procedure. The customer was unable to upload to the carelink. The insulin pump will not be returned for analysis.